Event description:
It was reported that the user experienced a prolonged hypoglycemic event overnight following a suspected infusion site issue and a delayed, potentially underdosed dinner announcement while using the insulin pump, with the caregiver expressing concern that automated low management did not prevent sustained low glucose. Symptoms included low blood glucose with readings in the 40s to 50s mg/dl. Outcomes included self-treatment with oral glucose sources and recovery without third-party assistance, emergency care, or hospitalization. Investigation included clinical support review of device data, user training via teleconference, and counseling on meal announcements, hypoglycemia treatment amounts, adaptation procedures after device replacement, and pump use practices such as target settings and disconnection timing. Investigation of this case revealed user-modified target settings that could delay correction responses, missed adaptation after device replacement, early postprandial disconnection for showers, and treatment practices that could contribute to variability. It was concluded that the event involved hypoglycemia with unclear cause and that replacement infusion supplies were arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.